Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with multiple inappropriate shocks due to vf episodes. Noise due to lead fracture was observed. The lead was capped and replaced. The patient was stable.